Event description:
It was reported that t-wave oversensing and decreased r-wave were observed. Suspected externalized conductors were noted post lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasions were noted at 7.5-8.0cm, 11.8-12.1cm, and 12.3-12.4cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted between 6.0-6.3cm from the helix. Internal insulation abrasions under the svc shock coil were noted at 20.2-22.2cm 22.5-22.7cm and 23.1-24.5cm from the helix. The etfe coating was intact at these locations. The reported field event of oversensing was not confirmed.